Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that the pt experienced pump stoppages, speed drops and red heart alarms.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.